Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high and low blood glucose. Customer's blood glucose at time of hospitalization was 120 mg/dl. The customer was admitted to the hospital. Customer got sick to her stomach and checked for ketones, it went all the way to purple. Customer's blood glucose was low in 100 mg/dl at the time. The customer was on an experimental medication. Customer cause of hospitalization was diabetic ketoacidosis. The customer was wearing the pump at the time of hospitalization.